Event description:
The dr was using a resectoscope to remove a tumor. When resecting the tumor, the dr removed his foot from the foot pedal. He said, "what is that noise?" The circulating nurse tapped the foot pedal with his hand and the pedal came up. The dr said there was an extended cut at the base of the tumor and was questioning whether there is a hole in the bladder. He did not know if the cut went all the way through. The nurse manager later said nurse beleived the pt was all right as there was no urine leakage.